Manufacturer narrative:
Device eval anticipated, but not yet begun. A follow up report will be submitted upon completion of investigation.

Event description:
Received notice from insurance company alleging a fire occurred in a garage where a scooter was charging. There were no injuries reported.

Event description:
Received notice from insurance company alleges a fire occurred in a garage where a scooter was charging. There were no injuries reported.

Manufacturer narrative:
Inspection of site and device occurred. The investigation concluded the fire did not start with this device.